Event description:
Healthcare professional reported "grade iii cc, rupture identified during surgery". This relates to the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grade iii cc, rupture identified during surgery".

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and capsular contracture was received on october 29, 2025, with lot number 3157186. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases, non penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "grade iii cc, rupture identified during surgery". This relates to the right side. The device was explanted and replaced.